Manufacturer narrative:
This report is being supplemented to provide additional information including the legal manufacturer's final investigation, the device evaluation results, and the results of the additional microbiological testing performed. Additionally, (d9) returned to manufacturer date was added, (h3) device evaluated by manufacturer was updated to yes, (h4) device manufacturer date was added. The hygiene microbiological investigation report results indicated the channels of the scope were cultured and 1 colony forming unit (cfu) of bacillaceae was found in the suction channel. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was returned to olympus for evaluation, and no abnormalities in the parts related to where the bacteria was detected were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the cause of the bacteria detected could not be determined. From the reprocessing information provided by the customer, there were no obvious deviations from the instruction manual. Therefore, the relationship between the device and the initially detected bacteria could not be identified. The event can be detected/prevented by following the instructions for use: gf-uct180 instruction manual, chapter 6 compatible reprocessing methods and chemical agents, and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel with a suction pump. During manual cleaning, the forceps elevator was raised and lowered three times when submerged in the detergent solution, and the detergent used was getinge pokay yoke. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and forceps elevator were brushed. The distal end is being brushed with the channel-opening brush and a single use soft brush. The distal end was flushed with a distal end flushing adapter. The automated endoscope reprocessor (aer) used was lde4 cuvel with getinge poka yoke detergent and getinge poka yoke disinfectant. There was no defect on aer. The water quality was controlled by the water filter, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by wiping with a clean towel, blowing filtered compressed air, and the dry process of aer. The device was stored in a drying cabinet. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the ultrasound gastrovideoscope distal end tested positive for 1 colony forming unit (cfu) of pseudomonas mosselii and serratia marcescens. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.